Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple errors. The customer¿s blood glucose level was 84 mg/dl. The customer reported that the insulin pump received the hrm task did not grant motor power in reasonable time error twice, hardware low level failures error, and the motor arm cannot communicate with the main arm error. The customer was successfully able to clear the alarm but the customer did not receive request to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The motor arm cannot communicate with the main arm alarm followed by a hardware low level failures error alarm were present in the device trace download due to broken trace on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. No the hrm task did not grant motor power in reasonable time alarms noted during testing. Device received with moisture damage on motor assembly and corrosion on force sensor assembly.